Event description:
Boston scientific received information that this atrial fibrillation patient is currently ventricular pacing is very active and when climbing they feel tired and when laying down they feel their heart racing. Boston scientific technical services (ts) was consulted and suggested some programming changes which may alleviate these pacing issues. The programming changes were done and the patient will be seen later to determine if that was successful. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.